Event description:
The customer reported that the device was freezing up during op-check.

Manufacturer narrative:
The customer reported that the device was freezing up during op-check. The device was returned to philips for evaluation. The reported symptom was reproduced and a processor pca failure was identified. Replacement of the processor pca resolved the symptom.